Manufacturer narrative:
Our product evaluation lab received one model 12tlw803f catheter with an attached bd 1.0 ml syringe. The balloon was found to be ruptured and edges did not appear to match up. A balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. To minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation volume and pull force for each size catheter. No visible damage or inconsistency was observed from catheter body and windings. The thru-lumen was patent without any leakage or occlusion. A device history record review was completed and documented that the device met all specifications upon distribution. The customer report of the balloon of the fogarty catheter ruptured was confirmed. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that the balloon of the fogarty, model 12tlw803f from lot 64394458, catheter ruptured during use. There were no patient complications reported.

Manufacturer narrative:
Engineering evaluation was completed. A product risk assessment was needed. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review.